Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the insulin delivery it was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Customer administered a correction bolus via the pump to address "high" bg. Customer loaded a new cartridge to resolve the issue.